Manufacturer narrative:
Concomitant medical product: c2tr01 crtp, implant date: (B)(6) 2015; evolutr-26-us transcatheter valve, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.